Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of issues with air bubbles in customer's reservoir. The customer's blood glucose level had gone up to over 600mg/dl. The customer's blood glucose level at the time of incident was 303mg/dl. The air bubble size was reported to be unknown. Troubleshoot was unable to be completed due to customer having to attend appointment. The customer was advised to call back at a later time in order to complete troubleshoot.